Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned screws noted the 2 screws are fractured. The approximate location of the fracture is in the middle. The returned products were sent to sem for fracture and material analysis. The fracture surface of the screws showed severe post-fracture damage and suspected biological contamination, both of which obscured fracture artifacts to identify crack initiation or exit indications. However, the non-smeared areas on the fracture surface revealed fatigue mode fracture, exhibiting fatigue striations. Eds semi-quantitative elemental analysis of the screw fracture surface showed that it was consistent with ti-6al-4v alloy. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01676. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
It was reported that the patient underwent a revision due to implant fracture. It is unknown what caused the implant to fracture.